Event description:
I have been using complete moisture plus by amo, for almost 6 months. I have been having some blurring in my vision, water, itchy eyes, burning, and redness. I am going in this week to see my ophthalmologist to see, what if any permanent damage has been done to my eyes. Eye dept hands these out as trials to their eye patients. I hope that someone has put a stop to this practice.